Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noted that lens body had a crevice/scratch near the middle. The lens was left implanted in patient's eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).